Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cassette was leaking from the extrusion port during surgery. The customer noticed that the volume of fluid in the bottle dropped. The bottle was exchanged and the procedure was completed. Pt impact is unk. Additional information has been requested.